Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako total hip procedure, during cup impaction a joint angles inconsistent error message appeared. The robotic arm locked up still in the acetabulum. Robotic arm removed and cup impaction completed manually. Mako service rep attended and upon investigation of rob276, it was noted glass panel under j6 was broken. Delay: 5 minutes the following 2 total hip procedures were postponed.

Manufacturer narrative:
Reported event: during a mako total hip procedure, during cup impaction a joint angles inconsistent error message appeared. The robotic arm locked up still in the acetabulum. Robotic arm removed and cup impaction completed manually. Device evaluation and results: mako service rep attended and upon investigation of (B)(4), it was noted glass panel under j6 was broken. Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 207557, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During a mako total hip procedure, during cup impaction a joint angles inconsistent error message appeared. The robotic arm locked up still in the acetabulum. Robotic arm removed and cup impaction completed manually. Mako service rep attended and upon investigation of (B)(4), it was noted glass panel under j6 was broken. Delay: 5 minutes the following 2 total hip procedures were postponed.